Manufacturer narrative:
Our field service engineer investigated the ventilator on-site. The ventilator failed internal leakage and barometer tests during pre-use check. The conclusion was that the reported failure was resolved by replacing the control printed circuit board (pcb). The device logs were confirmed the reported issues and no alarms or technical error has been generated at the event date. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).